Event description:
It was reported that a person using the ilet bionic pancreas experienced hyperglycemia with a blood glucose value of 261 shortly after initiating therapy, and support staff explained that the algorithm was adapting to the user¿s insulin needs and recommended a supply change, which the user declined due to a recent change. Symptoms included elevated blood glucose. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction was identified based on available information. It was concluded that the event was user-reported hyperglycemia with undetermined cause and the device was performing as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.